Manufacturer narrative:
Analysis of programming history.

Event description:
It was initially reported that an incomplete diagnostics occurred which changed the patient¿s settings. The setting change was noted that day but the full settings were corrected to efficacious setting prior to the patient leaving the appointment.